Event description:
See MDR # 9680794-2014-00189 for the first event involving this patient. It was reported that "when making the guide step is layered and does not advance" - there was resistance met between the swg and catheter; the swg unraveled. As a result, the device was removed and replaced successfully. There was a delay reported, however, there was no harm to the patient as a result of the delay. There were no complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).